Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said there was raw area around scrotum where adhesive sticks. In ER with uti right now. Takes adhesive off very carefully from top to bottom - scrotum area is completely raw and torn up. Advised patient to discontinue use and see doctor. Auth wanted advice how to remove adhesive without so much pain, said we can't recommend anything and to consult with doctor. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient said there was raw area around scrotum where adhesive sticks. In ER with uti right now. Takes adhesive off very carefully from top to bottom - scrotum area is completely raw and torn up. Advised patient to discontinue use and see doctor. Auth wanted advice how to remove adhesive without so much pain, said we can't recommend anything and to consult with doctor. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Dfmea #ra0301932 rev #10 was reviewed for this investigation. The reported event is addressed in step #5.01 and 6.01. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The reported event is addressed within the labeling as it state" warnings: ¿ do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. ¿ do not cover fresh surgical wounds with the device. ¿ to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. ¿ stop use if an allergic reaction occurs. Precautions: ¿ not recommended for users who: o are agitated, combative, or uncooperative and might remove the device. O have frequent episodes of bowel incontinence without a fecal management system in place. O have skin irritation or breakdown at the site. ¿ proceed with caution in users who have had recent surgery of the external male anatomy. ¿ always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Recommendations: ¿ wash hands thoroughly before device placement. ¿ check device placement and user¿s skin at least every 2 hours. ¿ refer to the purewicktm urine collection system IFU for instructions on suction tubing replacement. Removal of purewicktm male external catheter 5. Gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. When to replace purewicktm male external catheter 6. Replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.